Event description:
The customer reported a loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and checked the monitor and connections. No conclusion can be drawn as repair info is not available.